Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine generator change procedure. It was noted on remote monitoring that noise and noise reversions were observed on the right ventricular lead. Due to the patient's age and sick sinus condition the lead was left alone and programming changes were made to decrease sensitivity. There were no patient consequences.